Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the insulin was leaking around the cadd cleo 90 infusion set. Due to the leaking, patient experienced high blood glucose level of 340 mg/dl. There was no patient harm.